Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and the spinal cord stimulator (scs) leads had impedances. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Model: sc-2317-70. Serial: (B)(6). Batch: 7078680. Upn: m365sc2317700. UDI: (B)(4). Product family: scs-linear leads. Model: sc-2317-70. Serial: (B)(6). Batch: 7078009. Upn: m365sc2317700. UDI: (B)(4).

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and the spinal cord stimulator (scs) leads had impedances. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Model number/catalog number: sc-1232/ sc-2317-70, serial number: (B)(6), batch/lot number: 536202/ 7078680/ 7078009, investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.